Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that 2 months prior, the pacing lead impedance was increasing on the right ventricular lead. Currently, the impedance is out of range. Physician elected to just monitor the patient and not replace the lead. Programming changes were made to address the issue. Patient did not have any adverse consequences.